Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter title, first name, last name updated. E3. Occupation updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2x10 non-bsc balloon catheter was advanced but failed to cross the lesion. Then a 2x12 emerge balloon was inserted and several inflations in the lesion were made and the non-bsc balloon was reinserted but again it failed to cross. A 2.00mm x15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated twice at 12 atmospheres (atm) for 30 seconds (sec) and 8 atm for 50 sec. However, during third inflation, the balloon ruptured and there was a flush of dye from the balloon. The balloon was immediately deflated and removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion had an acute angulation distal to which it has a long segmental 99% subtotal occlusion.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2x10 non-bsc balloon catheter was advanced but failed to cross the lesion. Then a 2x12 emerge balloon was inserted and several inflations in the lesion were made and the non-bsc balloon was reinserted but again it failed to cross. A 2.00mm x15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated twice at 12 atmospheres (atm) for 30 seconds (sec) and 8 atm for 50 sec. However, during third inflation, the balloon ruptured and there was a flush of dye from the balloon. The balloon was immediately deflated and removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.